Event description:
Approximately 13 years after receiving a series of electroconvulsive therapy treatments, patient claims the following injuries due to ect: brain damage; memory loss; loss in ability to learn; physical, psychological, emotional injuries, and others.